Manufacturer narrative:
The field service rep (fsr) tested the suspect air bubble detector (abd) that the customer reported malfunctioned. The abd worked properly on the two different systems. The fsr also tested another abd on the same system they reported the issue on. Everything was working properly so he left the abd in service. The fsr downloaded the system and air module logs for further eval. Data log were returned on (B)(4)2014.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the air bubble detector (abd) was giving "air detected" alarms when there was fluid in the tubing. The user exchanged the abd with a spare. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.